Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous right coronary artery (rca). The 20mm x 2.5mm apex balloon catheter was advanced for pre-dilatation. During the third inflation, the balloon ruptured at 12 atms. The device was exchanged for a 2.5mm non bsc balloon and pre-dilatation was performed. A 3.5 x 28mm promus stent was then implanted and post-dilated with a 3.5mm non bsc balloon. There were no patient complications reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous right coronary artery (rca). The 20mm x 2.5mm apex balloon catheter was advanced for pre-dilatation. During the third inflation, the balloon ruptured at 12 atms. The device was exchanged for a 2.5mm non bsc balloon and pre-dilatation was performed. A 3.5 x 28mm promus stent was then implanted and post-dilated with a 3.5mm non bsc balloon. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed a pinhole leak 5mm distal to the distal edge of the proximal markerband. A detailed examination of the balloon material and markerband could not identify any issues which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).